Event description:
During prep, it was noticed that the sds had a visible shaving/flap as if a razor had been ran across the length of the sds. The product was not clinically used and will be returned for analysis. No other information was provided as the cath lab personnel reporting this complaint was not present during this procedure. There was no injury to the patient.